Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called for assistance with a software program. However, while on the call, the customer began to experience hyperglycemia, and the customer's mother ended the call because she was going to take the customer to the emergency room. The customer's mother was asked to call back to perform troubleshooting on the insulin pump. Nothing further was reported.